Manufacturer narrative:
An event regarding a fractured trident insert trial was reported. The event was confirmed. Method and results: device evaluation and results: a the device was returned in a heavily used condition. About 1/3 of the lip was missing, with deep cuts, groves and gouges remaining. The intact portion of the lip showed extensive wear with cuts, scrapes burrs and scratches. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the device was returned in a heavily used condition. About 1/3 of the lip was missing, with deep cuts, groves and gouges remaining. The intact portion of the lip showed extensive wear with cuts, scrapes burrs and scratches. Analysis by the material analysis team concluded excessive impact to the outer rim and lip of the device resulted in failure (crack/fracture of the outer rim and lip) due to an overload condition.

Event description:
It was reported that a 32e liner trial broke, used a 36e instead.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a 32e liner trial broke, used a 36e instead.